Event description:
It was reported that the patient began experiencing low blood pressure and dizziness at home. The patient was taken to the emergency room where they were diagnosed with bradycardia and the device was magnet inhibited. While magnet inhibited the patient claimed that the device continued to stimulate. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.